Manufacturer narrative:
Correction made to d3 manufacture name, manufacture address, manufacturer city, manufacturer zip/postal code, manufacturer country, manufacturer email, g1 MFR site facility name, MFR site address 1, MFR site city, MFR site state, MFR site zip, MFR site country, MFR site phone, h6 evaluation conclusion code.

Event description:
It was reported that during a flexible ureteroscope procedure, the fiber tip broke at 1 cm from the tip. The fractured tip fell into the patient body and the physician attempted to capture it, but the piece might have been flushed out along with the flow of the device, and no remaining was found. The procedure was completed using another fiber. There were no patient complications.

Event description:
It was reported that, during a flexible ureteroscope procedure, this fiber broke 1 cm from the tip inside the body. An attempt was made to capture the fractured tip but was unsuccessful. It was noted that the piece might have been flushed out and no remaining segment was found. The procedure was completed using another fiber. There were no patient complications.